Event description:
It was reported that a revision surgery was performed on the right hip due to: severe pain, failed right hip resurfacing, fluid collection in the hip, osteolysis, bone and muscle necrosis, erosion, elevated levels of cobalt and chromium, stiffness, loss of mobility, and metallosis.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the femoral head was removed. The acetabular cup remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the head / cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. Similar complaints have been identified for the head and cup and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. The clinical information provided, of severe pain, failed right hip resurfacing, fluid collection in the hip, osteolysis, bone and muscle necrosis, erosion, elevated levels of cobalt and chromium, stiffness, loss of mobility, and metallosis may be consistent with a reaction to metal debris. However the source cannot be determined with the available documentation. It cannot be concluded that the reported clinical reactions were associated with a malperformance of the implant. No supporting documentation was provided for this investigation. No metal ion levels, x-rays or the explanted components. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.